Event description:
During a lumbar micro diskectomy the tip of instrument broke off into vertebral bone. Portion of disk with broken tip was excised. No surgical delays and no patient injury reported.